Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a cardiac arrest. It was noted that the right ventricular (rv) lead exhibited undersensing resulting in the misclassification of arrhythmia episode type by the cardiac resynchronization therapy pacemaker (crt-p). It was also noted that the rhythm was classified as ventricular tachycardia (vt) versus non-sustained ventricular tachycardia. It was further reported that the right atrial (ra) lead exhibited a loss of capture and far field r-wave (ffrw) oversensing triggering false atrial tachycardia/atrial fibrillation (at/af) detections. It was noted that the rv lead had a bipolar lead impedance warning due to low impedance measurement. The device and leads remain in use. No further patient complications have been reported as a resultof this event.